Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.185" x 0.653" was found to be broken off the yaw pulley. The broken piece was returned and is still attached to the instrument. Failure analysis found the secondary failure of broken molded insulator to be related to the customer reported complaint. The instrument was found to have a broken molded insulator at the base. A piece approximately 0.056" x 0.117" was found to be broken off the yaw pulley. The broken piece was returned and is still attached to the instrument.

Event description:
It was reported that the force bipolar instrument was broken. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The reporter chose the wrong option on procedure outcome. The issue was identified when it was given to them, and they performed a test before sending it in. There was no procedure or patient involvement. The customer does not have any additional information regarding the procedure before and does not know another contact.